Event description:
Machine first used 8/92. Many hrs of downtime. Operation of linear accelerator unreliable. Eleven magnetrons installed from 8/92 to 4/94. One waveguide change after 6 mos of operation. Although there is no imminent safety hazard to pts or handlers, the continual recurrence of operational problems is a concern.